Event description:
Report from (B)(6) stating that the device was observed with a bent drive shaft. This event did not occur during surgery. It is unk if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).